Manufacturer narrative:
Device evaluation: follow-up report submitted to document the device evaluation.

Event description:
It was reported that during a procedure at the user facility during a minimally invasive l4-s1 case after the doctor began inserting the k-wire and felt that the placement was not accurate. The customer confirmed the k-wires were not positioned in the bone and instead "riding the nerve route." The device was re-digitized and the surgeon placed new k-wires to complete the case without further issues. The procedure was completed successfully with the same device without a clinically significant delay; no adverse consequences or medical intervention were reported.

Event description:
It was reported that during a procedure at the user facility during a minimally invasive l4-s1 case after the doctor began inserting the k-wire and felt that the placement was not accurate. The customer confirmed the k-wires were not positioned in the bone and instead "riding the nerve route." The device was re-digitized and the surgeon placed new k-wires to complete the case without further issues. The procedure was completed successfully with the same device without a clinically significant delay; no adverse consequences or medical intervention were reported.